Manufacturer narrative:
Further communication with the complainant confirmed there was no damage or malfunction with the legrests or wheelchair. The knob referred to is actually one of the pins that attach the legrests to the frame of the wheelchair. This event happened when the patient was being transferred into the wheelchair and her leg made contact with the legrest attachment pin. A return was requested but not expected due to there was no malfunction and the product is still in use with the patient. This record has been filed under the (B)(6) cfn number because the manufacturing location is unknown. The trsx5 wheelchair has been manufactured at invacare (B)(6), invacare (B)(6) and multiple distributors. The manufacturing location is unknown due to the serial number has not been provided.

Event description:
The caller stated her aunt uses the trsx5 wheelchair in a facility. She mentioned an issue that happened back in (B)(6) 2020, but did not contact invacare at that time. The knob from the footrest went into her aunt's calf caused a deep puncture and was bleeding. Her aunt had to go to the hospital and received internal and external stitches on the calf. The caller did not know which calf had the injury. She advised her aunt has parkinson's disease and limited mobility. She provided the model number for the chair but did not have the serial number or any further information.